Event description:
It was reported that; during surgery, the rod was cut on the back table with top cutter. When the rod was bent on the mayo with french bender, it snapped in half. Another rod was used to successfully complete the procedure.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The returned rod was confirmed to have fractured at the laser marking dot. The most likely cause of the customer reported event is the laser marking dot, as a result of the manufacturing process.

Event description:
It was reported that; during surgery, the rod was cut on the back table with top cutter. When the rod was bent on the mayo with french bender, it snapped in half. Another rod was used to successfully complete the procedure